Event description:
Postoperatively that pt presented with a peritonitis syndrome. On 11/6/2002, add'l info was received from the affiliate via a letter from the assistant physician investigating several events. The letter notes a similar case in july 2002 on a uneventful myomectomized pt undergoing short, clean and no-risk interventions developed peritonitis, required revision laparotomy with no findings of visceral perforation. There was "diffuse peritonits which required only washing, drainage, and antibiotic therapy". The letter also discusses two add'l events which are documented under their own files. The customer indicates that with all three cases a "diagnosis of suspect chemical peritonitis with paralitic ileo and further overinfection was established".